Manufacturer narrative:
(B)(4). (B)(4) was not authorized to evaluate/service the device. The repair cannot be verified. A non-(B)(4) service provider removed and reconnected the display connections and the ventilator worked properly.

Event description:
It was reported that a ventilator display screen went off. There was no patient involvement.